Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod had been worn between 5 and 24 hours. The patient reported that over the last 4 months or so they have started having problems with the cannula insertion sites. For around 8-12 hours before the pod change is due, the infusion site starts getting painful and a bit red. The patient stated they tend to run high which appears the insulin is not working properly. When the pod is removed, the site is swollen and sore. The infusion site has pus coming out straight away but sometimes it is the next day before the discharge occurs. After the pus has discharged, it still feels like there is a hard lump (around 1.5cm) just under the skin. The patient stated that these can take weeks to heal properly and results in a scar. The patient reported it does not occur with every pump, but this is the 6th occurrence in a few months. The patient was advised to use a barrier spray by one of the diabetes specialist nurses (which they were waiting for their general practitioner to issue), but the patient is unsure whether a surface barrier will help with these subcutaneous reactions.